Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an sigma diverticulitis procedure, there were misformed staple. A new instrument was then used but the same problem happened. A third instrument from another lot was used which had no problems. No further information is available. There were no adverse consequences for the patient. Additional information: the surgeon confirmed that the handling of device was as usual with the exception of firing ¿ the typical noise was not heard when firing. This happens twice. The tissue was normal the diverticulitis was healed ¿ the surgeon is of the opinion that the tissue did not have any impact.